Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the test balloon used during the training did not have a catheter extender. The stm also found that the extender that the event site did have available was a 50cc which was not the correct type needed. The stm got the correct 40cc extender and tested the balloon ok (autofill passed). The stm completed calibration verification, functionality and safety checks per the service manual and all passed. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure during training. No patient involvement or adverse event was reported.